Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309646 batch# 4036158 it was reported that the bd luer-lok had visible silicone. The following information was provided by the initial reporter: it was reported by customer that moisture/lubricant on the tips of the syringe plungers. Verbatim: rcc received a complaint via email. Email(s) attached one of our team members noticed some moisture/lubricant on the tips of the syringe plungers. Is this residue from the sterilization process? Ref - 309646 lot number - 4036158

Event description:
No additional information.

Manufacturer narrative:
Two photos of a 5 ml ll syringe (p/n (B)(6). Batch 4036518) were received and evaluated. The first photo shows the top web slip with all the appropriate information for a 5 ml ll syringe. The second photo shows a close-up of a plunger and a stopper. A normal amount of silicone was present on the stopper. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.